Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. During revision, it was observed that the rv lead was not fully inserted into the header of the device. The rv lead was fully inserted in the header of the device to resolve the event. The patient was stable following the procedure and there were no adverse consequences.